Manufacturer narrative:
The neurology follow-up on noted a new neurological deficit of sudden onset of left hemiparesis and aphasia with partial recovery and minor residual deficits. According to a neurology follow-up note, the patient was planned to be discharged to an acute rehabilitation facility. A brain MRI on (B)(6) 2007 (approximately 3 months post index stent deployment) showed new sub-centimeter infarcts in the right precentral gyrus, left frontal lobe and right occipital lobe, with restricted diffusion suggesting infarct within the past 7-10 days. The site reported ischemic stroke. The patient expired on (B)(6) 2008. The cause of death was sepsis. The event was determined to be unrelated to the index procedure and unrelated to the cordis product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient was a (B)(6) man with a history of chf (class iii/IV) and/or known severe left ventricular dysfunction lvef<35%, diabetes, hypertension, and stroke. On (B)(6) 2007, he underwent the index procedure with delivery of the angioguard, and placement of one precise stent in the right proximal ica. The site reported a 10% final residual stenosis. Pre-procedure the nih stroke scale score was 4 and the rankin score was not tested. Post-procedure, on (B)(6) 2007, the nih stroke scale score was 4 and the rankin score was not tested. The site reported no major adverse events since the index procedure. The patient was discharged the same day on asa and clopidogrel. On (B)(6) 2007 at 30 day follow-up visit, the nih stroke scale score, assessed by another rater, was 2 and the rankin score was 1. On (B)(6) 2007, the patient underwent successful percutaneous procedure in the contralateral side with placement of a non-study stent in the left proximal ica using a non-study distal embolic protection device. Four days later, the site reported sudden onset of left hemiparesis and aphasia. A neurology consultation was performed after the patient was extubated after femoral-popliteal thrombectomy. He remained slightly drowsy, but was oriented to time, places and events and easily followed commands. His left arm was clumsy and weaker than the right arm, however, at that time it was impossible to tell whether this was a worsening of an old deficits or a new stroke. The neurology follow-up on (B)(6) 2007 noted a new neurological deficit of sudden onset of left hemiparesis and aphasia with partial recovery and minor residual deficits. According to a neurology follow-up note, the patient was planned to be discharged to an acute rehabilitation facility. A brain MRI on (B)(6) 2007 (approximately 3 months post stent deployment) showed new sub-centimeter infarcts in the right precentral gyrus, left frontal lobe and right occipital lobe, with restricted diffusion suggesting infarct within the past 7-10 days. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that the patient's significant medical history, pharmaceutical, vessel and procedural factors (contralateral procedure performed 4 days prior) may have contributed to the reported events.

Event description:
Information received from the adjudication notes state that approximately 3 months post index stent deployment, a brain MRI showed new sub-centimeter infarcts in the right precentral gyrus, left frontal lobe and right occipital lobe, with restricted diffusion suggesting an infarct. The site reported ischemic stroke. The patient was a (B)(6) man with a history of chf (class iii/IV) and/or known severe left ventricular dysfunction lvef<35%, diabetes, hypertension, and stroke. On (B)(6) 2007, the patient underwent the index procedure with delivery of the angioguard, and placement of one precise stent in the right proximal ica. Pre-procedure, the nih stroke scale score was 4 and the rankin score was not tested. Post-procedure, the nih stroke scale score was 4 and the rankin score was not tested. The site reported a 10% final residual stenosis. The site reported no major adverse events since the index procedure. The patient was discharged the next day on aspirin and clopidogrel. Approximately one month post procedure, at a 30 day follow-up visit, the nih stroke scale score, assessed by another rater, was 2 and the rankin score was 1. Approximately two months post index procedure; the patient underwent successful percutaneous procedure in the contralateral side with placement of a non-study stent in the left proximal ica using a non-study distal embolic protection device. Four days later, the site reported sudden onset of left hemiparesis and aphasia. The neurology consultation was performed after the patient was extubated after femoral-popliteal thrombectomy. He remained slightly drowsy, but was oriented to time, places and events and easily followed commands. His left arm was clumsy and weaker than the right arm, however, at that time it was impossible to tell whether this was a worsening of an old deficits or a new stroke.